Event description:
It was reported the device was being checked out prior to an unknown procedure. The handpiece caused the generator to emit a constant tone with an unknown blade and with a test tip. The case was completed with electrosurgery. There was no consequence to the pt.